Manufacturer narrative:
The insulin pump was received with operating currents within specification. The pump passed the self test, unexpected restart error test, rewind, and displacement test. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a faulty force sensor resistor. The drive support disk was inspected and no anomaly was noted. The pump was received with vibrator alert functioning properly and no vibrator anomaly noted. The pump was received with a broken belt clip slot, a corroded battery tube, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump yesterday. Customer received the replacement pump today. Customer stated that the pump keeps alarming. Customer tried to fill a reservoir with water but it still did not help. Customer also reported that the pump is not vibrating. Customer stated that he was getting a compromised force sensor system alarm when he changes his infusion set. Customer's blood glucose was 206 mg/dl at the time. Customer stated that his pump was dropped on (B)(6) 2016. Customer stated that he noticed that it was not vibrating on (B)(6) 2016. Customer was advised that the pump will need to be replaced.